Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was skipping and cutting unevenly. No adverse event were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information received on the event.

Event description:
It was reported that the unit was skipping and cutting unevenly. The dermatome was taking a thinner graft than the setting indicates. The issue occurred during surgery. The surgery was completed using an alternate device. It was stated that a part of the graft harvest was able to be used but an additional unplanned graft harvest required from the patient. No additional patient consequences have been reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician evaluated the device and performed the repair. On (B)(6) 2016, it was reported from (B)(6) hospital that a dermatome was skipping, cutting unevenly, and was taking a thinner graft than the setting indicates. The customer returned a zimmer air dermatome serial number (B)(4) and all four width plates for evaluation. The dermatome was confirmed to have delivered to zimmer (B)(4) on (B)(6) 2018 and was forwarded on to zimmer (B)(4) for evaluation and repair. Evaluation of the device occurred on (B)(6) 2018. The service technician found that the master blade did not flush with the control bar, that the dermatome was out of side to side calibration at all four settings, and the motor was running within motor speed specification abet on the low end. The motor, multiple bearings, o-rings, reciprocating arm, external e-ring, fillister screw, and hinge throttle gasket were found to be defective. Repair of the device on (B)(6) 2018 involved replacing the motor, multiple bearings, o-rings, reciprocating arm, external e-ring, fillister screw, and hinge throttle gasket and recalibrating the device. The technician then verified that the dermatome was functioning as intended. The device was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference numbers (B)(4) and (B )(4) on (B)(6) 2018. While the service technician found that the device was out of calibration and that the master blade was not flush with the control bar when evaluation, both issues that would cause issues with the device when attempting to harvest a graft, it cannot be determined from the information provided how the device fell out of calibration or what all was done to cause those issues. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information received.